Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that the device connector was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that during implant attempt, the physician inserted a suture needle through the back side of the device header. Because the device integrity was potentially compromised, the device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.